Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event, inspected the instrument and confirmed the failure. Fse replaced the leaky wash probes, primed the fluids and ran quality controls which were within specifications. The system operated as intended. The probable cause of this event was a failure of wash probe. A 13-month complaint history review and service history review for similar complaints was performed for the aia-900 serial number (B)(4) from 01nov2016 through 08dec2017. The review found there were no other similar reported complaints for this product during this period. The aia-900 operator's manual under safety precautions, states the following: preventing fluid leaks leakage of assay solutions and wash solutions are potential sources of corrosion, electrical shock and fire. When fluid leakage is discovered, immediately shutdown the system and remove the power plug. It is recommended that proper protective clothing (goggles, gloves, masks etc.) Be worn at all times when cleaning up leakages, and inspecting and repairing tube connections that are possible leak sources. Should the analyzer continue to leak, contact the nearest tosoh service center or local representative.

Event description:
The customer reported that bf probes had salt buildup at the top by the tubing when they conducted her weekly maintenance with their aia-900 instrument. They noticed this for the last few weeks and it has gotten worse over time. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.